Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt¿s area was not clean before starting pd therapy. The pt was not hospitalized for the event. On an unreported date, the pt was treated with vancotroy injection (2 grams immediately) and gentamycin (20 mg, once daily for 21 days) intraperitoneally (ip) for peritonitis. On an unreported date, the pt's condition was stable and the fluid was still cloudy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.